Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen (2000mcg/ml at 1577.6mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the hcp was doing a refill on the patient's pump on (B)(6) 2018 and upon aspirating the reservoir, she noted the fluid was a yellowish color. They sent the fluid to the lab for culture and analysis. The hcp had not received a culture report yet from the lab as of (B)(6) 2018. The patient was having no therapy issues at this time. There were no further complications reported at this time. Additional information was received from a hcp. It was reported that the cause of the yellowish fluid was not yet determined as of (B)(6) 2018. Lab workup was negative for infection. There was revision of the intrathecal baclofen pump (itbp) on (B)(6) 2018. The event was resolved. The source of the fluid was unknown. The patient did not experience any adverse symptoms or hospitalization due to this event. There were no further complications reported at this time.